Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Days later the customer called back to perform the high-pressure test and passed. The customer stated that customer's stomach may have scar tissue and has soreness.